Event description:
This study compared the results of multiple endovascular aneurysm repair (evar) procedures using prostar devices. The intention of this study was to determine the efficacy of sheath downsizing to maintain lower limb perfusion. Access was performed in the left or right common femoral arteries for all procedures. The rate of vascular complications were low; however for prostar, included the following: failure to achieve hemostasis, ischemia, and occlusion requiring the use of surgery. The article concluded that sheath downsizing is a feasible and safe method to restore lower limb and pelvic perfusion. Specific patient information is documented as unknown. Details are listed in the attached article, "the role of downsizing of large-bore percutaneous femoral access for pelvic and lower limb perfusion in transfemoral branched endovascular aortic repair." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. The reported patient effects of obstruction and ischemia are listed in the prostar instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, ¿the role of downsizing of large-bore percutaneous femoral access for pelvic and lower limb perfusion in transfemoral branched endovascular aortic repair¿.